Manufacturer narrative:
The instrument was returned and evaluated. No failure was reported for this RMA. Engineering found three defects, a bent banana plug, deep scratches on the main tube, and a cracked tube extension. The banana plug was found bent at the back of the chassis and was discolored with a dark coating. Evidence not conclusive, but damage was likely due to mishandling. The distal end of the main tube had three small scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Evidence not conclusive, but damage may be due to mishandling. The tube extension was cracked at the proximal clevis interface. The clevis was not dislodged from the tube extension. Evidence not conclusive, but tube extension was likely broke due to excessive side loading or other mishandling. Also the instrument blade had some wear marks and discoloration at the tip. Electrical continuity testing was performed and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removal, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
A monopolar curved scissors instrument was returned with no event information. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.